Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found the x-ray and motion batteries to be the root cause of the reported issue. All 38 batteries were replaced, and tested. A full imaging system check-out was completed and all tests passed following part replacement. No parts have been returned for evaluation. No further issues have been reported.

Event description:
A medtronic representative reported that the imaging system batteries would not hold a charge. When the umbilical cable is disconnected from the imaging system, the x-ray and motion batteries lose charge very quickly. It was reported that both sets of batteries had zero charge after one minute. This was discovered outside of any patient involvement. No additional details were provided.